Event description:
Customer reported c arm column switches not working. Found bad 24 volt power supply.

Manufacturer narrative:
Service rep checked voltages, all ok. Replaced power supply and verified operation by moving the c column up and down. System operates as intended.